Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00700. It was reported the patient experienced ineffective stimulation. Subsequently, the patient's entire system was explanted. Sjm was unaware that an explant had taken place until inquiry on the patient's status.